Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has passed away. The date of the pt's death is unk. The physician believes the pt's death is unrelated to the pt's scs system.